Event description:
Pinnacle crack/leak located under clasp of catheter.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.